Event description:
Caller (nurse) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011; inratio: 5.6; lab: 3.47. Inratio: 5.9; lab: 3.47. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 5.6. Inratio: 5.9. Pt's therapeutic range: 2-3 inr.

Manufacturer narrative:
Investigation pending.